Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. A supply change was performed multiple times resolving the issue. Customer's blood glucose was 150 mg/dl.